Event description:
It was reported that this pacemaker recorded out of range intrinsic amplitude measurements on the right ventricular (rv) lead resulting in an alert in the remote home monitoring system. No sensing anomalies were observed. Review of the presenting electrogram (egm) showed isolated farfield oversensing of r-waves on the atrial channel, which, was not observed on any additional stored egms. The physician was notified. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.